Manufacturer narrative:
It was reported that the subject device's fan needed replacement. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a crack on the grey cable. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, the most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional findings from the investigation. Updated fields: h6, h11. In addition, the following reportable malfunctions was identified during the device evaluation: the light guide cable plug of the video cable section is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.